Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-ipg-pc. Upn: m365db14160. Model: db-1416. Serial: (B)(6). Batch: 215343. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial:(B)(6). Batch: 7115426. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7115535.

Event description:
It was reported that the patient experienced an infection at the deep brain stimulation (dbs) lead and lead extension connection site. The infection was not device nor procedure related per the physicians assessment. The patient underwent a procedure where the dbs lead, lead extensions and implantable pulse generator (ipg) were removed. Physical analysis could not be performed in our laboratory, as the device was disposed by the facility. The patient did well post-operatively. Additional information has not been provided despite good faith efforts.